Event description:
It was reported that the insulin pump had a battery cap that would not stay tightened any longer. The blood glucose reading was in the 300 to 320 mg/dl range. The customer's wife stated that the cap popped out and the insulin pump turned off. The customer stated that he was not getting insulin once the device turned off. They were unsure how the damage had occurred. Advised replacement of the insulin pump. The customer had also reported infusion sets that may have been occluded and triggered no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with a broken battery cap, a cracked reservoir tube and minor scratches on the display window.